Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate shock due to pseudofusion and undersensing. Programming changes were discussed. No intervention was performed. The patient will continue to be followed.